Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient went to the emergency room (ER) and was hospitalized on (B)(6) 2026 after experiencing an insulin flow blocked alarm event on (B)(6) 2026, which led to hyperglycemia and headache symptoms. At the time of hospitalization, the patient's blood glucose level was 450 mg/dl, and treatment was administered through an intravenous drip. The hospital stay was for three to four hours. No further information available.